Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4), runs without action on the triggers. No patient harm reported. The surgery was on a 15-minute delay.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4), has been returned for complaint investigation. Upon receipt, it has been confirmed that the motor was noisy and that the lower trigger was defective (mechanical issue). The motor and the lower trigger have been replaced. The controller board, trigger board, selector axis, battery support and all seals have been replaced in the frame of the upgrade. The product has been returned to the customer. The reported event about starts itself has not been confirmed.